Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic amplitudes. The patient was doing yard work at the time of the shock. Technical services discussed some programming options. The sensing vector has now been changed from primary to secondary. There were no additional adverse patient effects. The system remains implanted.